Manufacturer narrative:
The sample was received for evaluation. The returned package included a bd blunt plastic cannula. Visual inspection was performed via naked eye for visual defect and no defect was observed. Slit was observed on septum of all three injection site of the returned sample. The plastic cannula was able to be connected to all three injection site of the returned sample. The reported issue was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a plastic cannula of a catheter extension set could not be inserted into the injection site after opening the package. This occurred before use. There was no patient involvement. No additional information is available.